Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: during analysis of the sample was found ruptured. Microscopic examination of the edges of the tear gave no indications as to cause. No other anomalies were discovered. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6795824, and no non-conformances related to the reported complaint were identified. Breast implants are not considered lifetime devices, and rupture is a known inherent risk associated with the use of these products as outlined in the product insert data sheet. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants and suffered left-sided rupture postoperatively. Also, the patient¿s right-sided device exhibited moderate gel bleed. As a result, the patient had the devices removed and replaced with 650cc memorygel devices on (B)(6) 2018. During the explant surgery, the physician noticed a clinically insignificant amount of capsular contracture on the patient¿s left side. This report is for the patient¿s left-sided device.